Manufacturer narrative:
The lot number is unknown therefore the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the patient was intubated on (B)(6) 2011. Soon after the staff noticed that the patient was not pulling volume on the ventilator. They found the endotracheal tube was leaking air from the pilot balloon line. The tube was removed, and the patient was reintubated. The caller did not know exactly how long the tube was in the patient, or if the cuff was pretested. No patient harm was noted.